Manufacturer narrative:
REPORTING QUARTER: 2 (APRIL 1 - JUNE 30, 2025). SUMMARY OF ADVERSE EVENTS: IT WAS REPORTED THAT, IN THE ENDOPROTHESENREGISTER (EPRD) FROM GERMANY, A TOTAL OF SEVEN (7) HIPS UNDERWENT REVISION THA PROCEDURES BETWEEN 01-SEP-2016 AND 31-DEC-2023, USING AN R3 XLPE HOODED LATERALIZED INSERT. FROM THESE, ONE (1) HIP WERE LATER RE-REVISED DUE TO INFECTION. NO FURTHER INFORMATION IS AVAILABLE. TIMEFRAME OF REGISTRY DATA: IMPLANTATIONS CONDUCTED BETWEEN 01-SEP-2016 AND 31-DEC-2023 IN GERMANY. ANALYSIS CONDUCTED: BASED ON THE MOST RECENT SAFETY AND PERFORMANCE EVALUATION, THE R3 ACETABULAR SYSTEM PRESENTS A FAVORABLE BENEFIT/RISK ASSESSMENT WHEN USED UNDER THE CONDITIONS AND FOR THE PURPOSES INTENDED BY THE MANUFACTURER AND WITH RESPECT TO THE CONTRAINDICATIONS AND PRECAUTIONS FOR USE AND WARNINGS DESCRIBED IN THE INFORMATION MATERIAL SUPPLIED WITH THE DEVICES. THIS SYSTEM IS AT LEAST AS SAFE AND EFFECTIVE AS ALL ITS THERAPEUTIC ALTERNATIVES IN THE TARGETED INDICATION. THE INTENDED PURPOSE AND INFORMATION FOR SAFETY INCLUDED IN THE INFORMATION MATERIALS SUPPLIED BY THE MANUFACTURER ARE ADEQUATE AND SUITABLE FOR THE INTENDED USES AND USERS. ACCORDING TO THIS REGISTRY REPORT, A TOTAL OF SEVEN (7) REVISION THA PROCEDURES WITH R3 XLPE HOODED LATERALIZED INSERTS HAVE BEEN PERFORMED IN GERMANY BETWEEN 01-SEP-2016 AND 31-DEC-2023. THE MEAN CUMULATIVE RE-REVISION RATES FOR THE R3 XLPE HOODED LATERALIZED INSERT WERE IN LINE WITH THE MEAN CUMULATIVE RE-REVISION RATES FOR THE THA EPRD CLASS ACROSS ALL YEARS OF FOLLOW-UP DATA AVAILABLE. THE FOLLOWING CUMULATIVE REVISION RATES WITH 95% CONFIDENCE INTERVALS ARE PRESENTED IN THIS REPORT: AT 1ST POSTOPERATIVE YEAR: 14.3% (0.0%-36.7%) VS 10.9% (10.6%-11.1%) OF THE CLASS. AT 2ND POSTOPERATIVE YEAR: 14.3% (0.0%-36.7% VS 12.8% (12.5%-13.1%) OF THE CLASS. AT 3RD POSTOPERATIVE YEAR: 14.3% (0.0%-36.7%VS 14.0% (13.7%-14.3%) OF THE CLASS. AT 4TH POSTOPERATIVE YEAR: 14.3% (0.0%-36.7%VS 15.0% (14.7%-15.3%) OF THE CLASS. AT 5TH POSTOPERATIVE YEAR: 14.3% (0.0%-36.7%VS 15.8% (15.5%-16.2%) OF THE CLASS. AT 6TH POSTOPERATIVE YEAR: 14.3% (0.0%-36.7%VS 16.6% (16.3%-17.0%) OF THE CLASS. AT 7TH POSTOPERATIVE YEAR: 14.3% (0.0%-36.7%VS 17.4% (17.0%-17.8%) OF THE CLASS. BASED ON THE REVIEW OF OTHER CLINICAL SOURCES SUCH AS CLINICAL ACTIVITIES, COMPLAINT DATA, PUBLISHED LITERATURE AND OTHER JOINT REGISTRIES, NO INCREASED RISKS TO HEALTH OR AN INCREASED TREND IN ANY OF THE ADVERSE EVENTS SUMMARIZED ABOVE HAVE BEEN IDENTIFIED. THE REPORTED ADVERSE EVENTS RELATE TO KNOWN INHERENT PROCEDURAL RISKS THAT ARE APPROPRIATELY DOCUMENTED IN OUR RISK FILES. NO INDIVIDUAL INVESTIGATIONS INTO THE REPORTED ADVERSE EVENTS ARE DEEMED NECESSARY. ADDITIONAL ACTION(S) TAKEN: NO ADDITIONAL ACTIONS ARE DEEMED NECESSARY AT THIS TIME. SMITH+NEPHEW WILL CONTINUE TO MONITOR TRENDS IN ACCORDANCE WITH OUR POST-MARKET SURVEILLANCE PROCESS AND TAKE NECESSARY ACTION AS REQUIRED IF ANTICIPATED SEVERITY AND/OR OCCURRENCE RATES ARE EXCEEDED.

Event description:
IT WAS REPORTED THAT, IN THE ENDOPROTHESENREGISTER (EPRD) FROM GERMANY, A TOTAL OF SEVEN (7) HIPS UNDERWENT REVISION THA PROCEDURES BETWEEN 01-SEP-2016 AND 31-DEC-2023, USING AN R3 XLPE HOODED LATERALIZED INSERT. FROM THESE, ONE (1) HIP WERE LATER RE-REVISED DUE TO INFECTION. NO FURTHER INFORMATION IS AVAILABLE. TIMEFRAME OF REGISTRY DATA: IMPLANTATIONS CONDUCTED BETWEEN 01-SEP-2016 AND 31-DEC-2023 IN GERMANY.

Event description:
Unique Complaint ID Number,Event Date,Date Entered,Manufacturer Aware Date,Brand Name,Generic Name,Model Number,Lot Number,Catalog Number,Serial Number,UDI Number,PMA / 510K Number,Date Returned to Manufacturer,Type of Reportable Event,Event Description,Manufacturer Narrative,Medical History,Patient Age,Patient Gender,Patient Weight,Date Implanted,Date Explanted,Health Effect Clinical Code,Health Effect Impact Code,Device Problem Code,Device Component Code,Investigation Type Code,Investigation Findings Code,Investigation Conclusion Code,Remedial Action Type,Latest Line Item Version;

Manufacturer narrative:
THIS REPORT IS SUBMITTED IN RESPONSE TO THE FDA¿S OBSERVATIONS REGARDING SMITH+NEPHEW¿S (S+N) SUMMARY MDR REPORTING PRACTICES UNDER (B)(4), COMMUNICATED ON JULY 1, 2025. AS A RESULT, THE DATA PREVIOUSLY REPORTED THROUGH MDR 1020279-2025-00898 IS NO LONGER VALID AS IT WILL BE MIGRATED AND SUBMITTED UNDER MDR 1020279-2025-00893 BY THE END OF THE THIRD REPORTING QUARTER, AS AGREED WITH THE FDA.